Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. A separated report is being submitted for the versacross rf wire.

Event description:
It was reported that a pericardial effusion (pe) occurred. The procedure was cancelled. During an atrial fibrillation ablation procedure, a versacross connect for faradrive and a faradrive steerable sheath were selected for use. After physician gaining access and attempting to go transeptal with the faradrive and versacross connect dilator, the sheath and wire could not be seen on transesophageal echocardiogram (tee). Glimpses would be caught; however, it was extremely hard to see. The physician never saw tenting across the septum and went back and forth with the wire and sheath multiple times. After some time, the physician noticed some effusion and a drop in blood pressure. A pericardiocentesis was performed. Fluoro and tee were used but no ice. When trying to go transeptal, the entire assembly was hard to visualize. It was unclear where in the heart the assembly was other than generally in the right atrium. It was not clear why the device was difficult to visualize and it was assumed it may be because of difficult patient anatomy. The entire assembly was moved multiple times to try to get into the correct position on the septum. It is not confirmed if the wire ever rented on the septum, this was never visualized. No perforation was confirmed, however that is what was inferred because of the pericardial effusion. None of the devices used during the case seemed to malfunction or have issues upon preparation. It is not believed by the physician that access solutions was responsible for the complication. Act was therapeutic throughout the duration of the case. The patient was hospitalized beyond the standard of care and later they were discharged. The device is not expected to be returned for analysis (disposed).